Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37712, main device serial #: (B)(4). Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for complex regional pain syndrome. It was reported the patient was having great pain due to their spinal cord stimulator system for 4 or 5 years, but the patient had been tolerating the pain. The pain was located throughout the entire system. Patient felt pain where the wires were balled in one area and where the ins was located; location of pain was both the interior and exterior area of the mid to lower back. The product caused nightly discomfort because of all the tossing and turning the patient did. The patient¿s muscles became tight and throbbed when they sat up in one position. There were no traumas or falls related to the issues. The patient wished to have the system explanted. It was further reported the patient usually only turned the stimulation on when it was needed. Patient had tried turning the stimulation down or off and switching programs and groups but the pain was still there. The patient was not concerned about the function of the therapy but was concerned about the integrity of the leads. The patient felt as though a barb was poking the patient in the back. The patient was advised to follow up with a health care professional, but the patient did not currently have an hcp, so a list of hcp¿s was sent to them.